Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room due to diabetic ketoacidosis and high blood glucose level of above 600 mg/dl. The customer reported that they experienced nausea and difficulty in breathing. The customer had been using the insulin pump system within 48 hours of high blood glucose event. The customer was treating high blood glucose level by blousing with the insulin pump and was treated with intravenous drip at the emergency room. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was recorded in the bolus history screen. No bolus anomaly noted. Device uploaded properly using carelink. Device had scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.